Event description:
Boston scientific received information that one day after this right ventricular (rv) defibrillation lead was implanted, an x-ray showed that this lead had dislodged. Although all measurements were ok and there were no adverse patient effects, a decision was made to reposition the lead. The surgical procedure took place and the lead was successfully repositioned. All lead measurements were satisfactory after the procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.